Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board was recommended for replacement to resolve the issue. Block a: no patient information provided to date after requests 11/12/25 and 11/17/25. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was an error resulting in inability to initiate mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.